Event description:
During lap chole surgery, the laparoscopic grasper fell apart while being used inside the patient's abdomen. The abdomen was searched and three pieces were retrieved. All pieces were confirmed to have been retrieved. This same grasper had been sent out approximately one month earlier to steris instrument repair for repair of the distal end.